Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic umbilical hernia, when tacking, there were difficulties with loading the reload onto the handle, the reload was securely fastened onto the shaft, the tacks would not deploy from the reload. Another reload was opened to complete the case. There was no patient injury.